Event description:
In 2006, this pt was implanted with gore excluder aaa endoprostheses. In 2008, a computed tomography scan demonstrated a slight distal type I endoleak on the contralateral side. The distal seal length was reported to be less than one cm. On twenty days later, the pt underwent a successful reintervention in which the contralateral leg component was implanted. The pt is in stable condition.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs. According the gore excluder aaa endoprosthesis instructions for use (IFU), distal segment iliac vessel lengths of at least 30 mm of which at least 10 mm must be less than or equal to 18.5 mm in diameter with iliac artery treatment diameter rangers of 8-18.5mm.